Event description:
It was reported that the patient was experiencing an infection. The right atrial lead was indicating high threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There wsa a breached cut and cosmetic damage on the outer insulation, blood was in/on the helix mechanism, and there was apparent explant damage.